Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2019. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 13892879/a50088, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. There was nothing wrong with the stimulator at the time of explant. No further information could be obtained.